Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2025 and was subsequently hospitalized in the intensive care unit due to three bent cannulas inserted between (B)(6) 2025 and (B)(6) 2025 which led to hyperglycemia and the issue occurred more than three hours after insertion at the thigh site with the infusion set in use for six hours and the patient blood glucose level reached 900 mg/dl and ketones was positive was treated with intravenous saline and insulin and the patient was released from the hospital on (B)(6) 2025.